Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The reported issue was isolated to user interruption of the 1.13 version software update. The root cause of the reported issues is determined to be user error. Stryker archived the returned device. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that their device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.